Event description:
The dealer states that the joystick is acting erratic intermittently. It stopped the chair over the weekend and it would not turn off or accept any commands. Then about 45 min later it shut off and wouldn't come back on. Used the remote off/on and reprogrammed chair seems to be working but this is the 3rd time it has happened.